Event description:
Patient is experiencing device flipping in the pocket. She also is experiencing a decrease in symptom relief. Patient has met with dr (B)(6) regarding this. He said he could move her battery to the other side and create a new pocket. I spoke to the patient today and she is going to go get a second opinion with another surgeon next week (dr (B)(6)). I will update once she has that visit. Dr (B)(6) is taking the pt back to the or this friday, march 28th, to replace the battery and move pocket to the other side. Friday went well. Dr (B)(6) secured the device with extra sutures. She will follow up with dr manning in a couple of weeks.

Manufacturer narrative:
Explant analysis performed at enterra; no device anomalies found.